Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Product type: accessory product ID a820 lot# serial# unknown. Product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer (con) regarding a patient receiving morphine (dosage/concertation not available) via an I mplantable pump. The indication use was for non-malignant pain. The patient reported that "probably a couple months" now, they noticed when the pump was closer to needing to be refilled, the telemetry to connect between pump and the ptm system was slower. The pat ient stated they noticed they will try to bolus and the percentage pauses on 91% for longer than it does right after the pump was filled. The patient stated they notice the telemetry was slower about 3-4 weeks after the refill. The patient services (pss) reviewed best practice considerations regarding ptm usage and placement. The pss recommended to continue monitoring and follow up with the hcp if concerns continue. Additional information was received from a consumer. The dosage starts find, but after it gets to 91% it would take 45 to 60 seconds to finish. The patient was not locked out, but the device was just taking longer and longer to dispense.